Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) defibrillation lead presented with syncope and intermittent loss of capture. The rv output was increased, due to increased rv thresholds and was noted to have resolved the issue. It was noted that the patient had not been seen for approximately 2 years. There were no lead issues noted and the device check was noted to be normal. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.